Manufacturer narrative:
The insulin pump passed the rewind, idle current, run current, self-test, off no power, basic occlusion, prime and displacement tests. The insulin pump stuck in motor error alarm loop and alarm noted in alarm history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform error test, occlusion test, excessive no delivery test due to motor error alarm. We were unable to verify excessive no delivery alarm, alarms due to motor error alarm. The insulin pump had no unexpected restart alarm noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the customer had high blood glucose and pump alarmed motor error. The customer's blood glucose was 500mg/dl. The customer's current blood glucose was 221mg/dl. The customer's father stated they had high blood glucose because pump was off and she doesn't have the pump on.